Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00ggn, implanted: (B)(6) 2012, product type lead. All codes apply to both devices. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor. It was reported that a call was received from the patient's wife all pain stimulation devices were removed in 2014 because they were not working. There were no further complications reported.